Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that when the patient presented to clinic, loss of capture, no sensing and out of range impedance were observed. X-ray revealed a fractured lead. It was noted that the patient was given CPR in prior months and could be the possible cause of the fracture. Lead was capped and replaced. The patient was doing fine post procedure.